Event description:
Additional information was received from the patient. The patient stated the cause of the "internal data lost" message was due to their ablation procedure. To resolve the issue, the patient stated they met with their urologist and a manufacturer representative (rep), and had their [handset] and their battery started working. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had an ablation procedure yesterday ((B)(6) 2024) on their right side for their heart and they turned the ins off before hand, however when they tried to turn the therapy back on yesterday after the procedure and again today, they were getting a message "data lost. Internal device has lost all data". Patient services reviewed the meaning of the message with the patient, explaining that it was a power on reset (por) and redirected the patient to follow up with their health care provider (hcp) to check the implanted system. The patient stated that their hcp had told them the nurse practitioner at their office who worked with medtronic devices was booked so patient called patient services. Patient services reviewed the role of patient services and the role of the medtronic representative (rep) with the patient and again redirected them to make an appointment with their hcp to check the implanted system. Patient stated they would reach out to schedule an appointment with their hcp to check the implanted system but also requested patient services email the field on their behalf so patient services also sent an email to the field. Documented reported event. No further action was taken by patient services.